Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced under delivery and high blood glucose level of 495 mg/dl. The customer had not reported the symptoms. The customer was treated with pump. Customer's blood glucose value was 310 mg/dl at time of incident. Customer's current blood glucose value was 330 mg/dl. Customer reports when puts carbs in pump acts like it is giving a bolus, but its not. Blood glucose was 310 mg/dl and at dinner 495 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer reports drive support cap was normal (slightly indented). Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to check their settings. Customer was explained about the 2 high blood glucose rule. The product was not returned for analysis.